Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user reported that the ilet pump had shut off multiple times, despite a full battery. The device would only power back on when placed on the charger. At the time of the call, the issue was not occurring. This was the first report of the problem. Engineering logs showed no abnormalities, though the device time/date settings appeared incorrect. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.